Event description:
It was reported that the patient experienced sepsis. It was also reported that the right atrial (ra) lead dislodged. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.